Event description:
A 22mm amplatzer septal occluder (aso) was implanted and embolized. During the same procedure it was percutaneously retrieved with a snare and there was no complication to the patient. A 26mm aso was attempted, but was not used and removed. A 24mm aso was successfully implanted to close the defect.

Manufacturer narrative:
The amplatzer septal occluder was received at sjm and was decontaminated. The occluder was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 10f loader, deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.